Event description:
Boston scientific received information in a journal article that six left ventricular (lv) leads had dislodged, resulting in loss of pacing during the course of the study. Surgical revisions were performed to reposition the lv leads. No additional adverse patient effects were reported. The specific model and serial numbers were not provided in the article. Attempts to obtain additional information are currently being made.

Manufacturer narrative:
Once any additional information becomes available, this report will be updated. Journal article reference: biffi, m., m. Bertini, et al. (2013). "Left ventricular lead stabilization to retain cardiac resynchronization therapy at long term: when is it advisable?" Europace: epub before print.

Manufacturer narrative:
As of today, no additional information was able to be obtained on the specific details of the leads involved in the article. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.